Event description:
The facility reported that a d2 cxe colleague triple channel french version pump over-infused versed on a female pt who was sedated and on a respirator. The versed was infusing at a concentration of 1mg/ml at 18ml/hour, bag volume 250ml through a central line on a colleague cxe triple upgraded version in the guardian mode. The pt was combating the oscillator, the oxygen saturation decreased, and the physician had prescribed a 5ml bolus of versed. The 5ml bolus prescription was started at 500ml/h in 2008 time: 07h05, the error was noticed at 07h25. The amount of versed the pt accidentally rec'd was 145mg. An infusion of levophed 8mg/250ml was initiated to maintain the systolic pressure at 100mmhg. Three or four colleague cxe upgraded devices were in use on this pt. The pt was also receiving fentanyl (dose, rate and concentration unknown) and levophed infusion (dose, rate and concentration unknown). All medications were being administered through a central venous access device. The pt remains under sedation,with slight respiratory improvement, and on a conventional ventilator. The facility has indicated that the error occurred because of the change in the triple channel pump software as compared to what they previously had in the college and compared to the single colleague cxe.

Manufacturer narrative:
The device was not sequestered. The event history with the information from this event was overwritten with new history data. A request for the return of the device has been made. Should the pump be received for eval, a follow-up report will be filed upon completion of an evaluation or if any additional info becomes available.